Manufacturer narrative:
This product was successfully explanted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this chronic implantable defibrillation lead and chronic implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) resulting in pacing inhibition for greater than two seconds of asystole. The patient was pacemaker dependent. An invasive procedure was performed to replace the device. During the replacement procedure, the lead was connected to a pacing system analyzer (psa) and normal pacing threshold measurements were observed. The device was successfully explanted and replaced and the chronic lead was connected to the replacement device and appropriate capture was observed. During a post-operative follow up one day post implant, pauses in pacing for a duration of three seconds were observed with the chronic lead and replacement device. Additionally, review of stored device memory revealed non-sustained ventricular tachycardia (vt) episodes due to noise and oversensing. The noise appeared to be occurring while the patient was sitting in a chair. Threshold testing was performed and normal pacing threshold measurements and capture were again observed and were confirmed several times with the patient coughing, talking and snorting. No noise or pacing inhibition was able to be produced during testing and pacing impedance measurements were confirmed to be within normal limits. Programming changes were made, however, loc was again observed with pauses in pacing for greater than four seconds of asystole. Subsequently, the chronic implantable defibrillation lead exhibited noise and oversensing resulting in delivery of inappropriate shocks. Additionally, the patient developed an infection/sepsis. The cause and source of the infection was unknown. An invasive procedure was performed. No additional adverse patient effects were reported.